Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, the device was observed that the anchor sleeve at the distal tip of the device was completely torn, also biological residues appear to be along the device; therefore, this complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number: 8l77954, and no nonconformances were identified. The photo does not provide enough evidence to determine root cause. Without physical evaluation of the device reported, we cannot establish a root cause for the issue experienced by the customer. The possible root cause can be attributed to the handling of the device and the misaligned shaft at the moment of insertion, the operator could have use an excessive force while malleting the device. As per IFU, tap the back end of the shaft with a mallet, driving the anchor into bone. In hard bone, the awl may be used first to create a starter hole. Further, a review into the mitek complaints system revealed no other complaints for this lot of (B)(4) that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a healthcare professional in china that during a knee surgery on (B)(6) 2022, it was observed that the sleeve on the versalok anchor with orthocord device was broken. There were no adverse consequences to the patient. No additional information could be provided.